Event description:
It was reported that the customer passed away due to a diabetic complications. The customer was wearing the insulin pump at the time of death. The customer's mother stated that she believes the infusion sets the customer was using may have contributed to his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.